Manufacturer narrative:
After a site visit, the log files were inspected for instances of error logging. No issues were observed within the log files. The clearsign self-test performed without issues. The network connections were examined within windows 7 and it was discovered that the network interface card (nic) peripheral component interconnect (pci) board used for clearsign communication was no longer being recognized by the lspro pc. The nic board was re-seated, which did restore connectivity. However, it was expected that there was likely an intermittent fault with the board, which could result in loss of communication to the clearsign amplifier again at any time. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure, the clearsign amplifier failed to connect to the lspro personal computer (pc) and the procedure was cancelled due to the issue. The procedure was cancelled after the sedation of the patient. No patient complications were reported. The device is not expected to be returned for analysis.